Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no indication that the damaged cable caused or contributed to the patient's death. The patient experienced asystole which is considered a non-life sustaining rhythm. The damage likely occurred during device removal.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. One of the cables on the electrode belt was damaged.